Manufacturer narrative:
The reported complaint was not verifiable. Per the user facility, they have replaced the sternal saw with a new one and will not be returning the defective unit for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility, they were doing a check up on the sternal saw and there was a piece of wire coming out and when they pulled it, that's what everything fell apart.

Event description:
It was reported that during the use of the device for a non-clinical activity, the bearings, the spring and the clip on the sternal saw broke. There was no patient involvement.